Manufacturer narrative:
(B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a connection issue between the supply line of the homechoice cassette and the supply bag. It was further described as the patient could not tighten connections of the supply bag. This occurred during an unspecified process step of peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient in ending therapy session and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.